Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Attempts were made to obtain additional information without success. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Delivery accuracy: when filled to the labeled (nominal) volume, the homepump eclipse* pump is ±15% of the labeled (nominal) flow rate when infusion is started 4 hours after fill , delivering normal saline as the diluent at 20°c/68°f. Warning: the homepump eclipse pump must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the pump is used immediately after filling, flow rate may increase by up to 50%." If additional information pertinent to this event becomes available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 450ml. Flow rate: 100ml/hr. Procedure: asku. Cathplace: asku. An international distributor reported a pump's infusion ended sooner than expected. The incident occurred in (B)(6) and a pump infused in 3 hours instead of in 4 hours 30 minutes. No patient injury or medical intervention was reported. Additional information was requested, however is not available at this time. The device is not available for return.

Manufacturer narrative:
Conclusions: it was reported that the pump was refilled and that the pump was carried under clothing or a blanket. The user conditions may have contributed to the reported event. The instruction for use (IFU) specifies the following: "the homepump eclipse* pump is sterile, non-pyrogenic and single use only. Do not resterilize, refill or reuse. Reuse of the device could result in the following risks: improper functioning of the device (i.e. Inaccurate flow rate). Increased risk of infection. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The homepump eclipse* pump is designed to be used at room temperature (20°c/68°f). Flow rate will increase approximately 1.4% per 1° f/0.6° c increase in temperature and will decrease approximately 1.4% per 1° f/0.6° c decrease in temperature. Pump and tubing should be worn outside the clothing."

Event description:
Additional information was received on 07/28/2015. Total fill volume: 500ml. Cath place: peripheral IV (vvp). It was reported that the pump was refilled with 500ml in the morning. Total volume left at the end of the infusion was unknown. During the infusion, the pump was carried under clothing and blanket. The patient's current condition was reported to be "ok."